Manufacturer narrative:
Additional information has been requested. No new information has been received to date. The product has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that immediately following implant of this annuloplasty ring, it was explanted and replaced. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.